Event description:
Email received¿2023-12-05 07:45:55, "a customer called in stating that some of his nano pen needles are not dispensing his medicine out. He has multiple lots and around 10-15 needles from each lot are not working. He would like replacements. His information is below:" product number: 320550, lot numbers: unknow as he took them out of the box..

Manufacturer narrative:
Updated information in g6, h2, h3 & h6; investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Email received¿ (B)(6)2023 07:45:55 "a customer called in stating that some of his nano pen needles are not dispensing his medicine out. He has multiple lots and around 10-15 needles from each lot are not working. He would like replacements. His information is below:" product number: 320550 lot numbers: unknow as he took them out of the box.